Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1u4yz, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. Patient reported that for the last several months (year confirmed), that she is getting up 2-3 times at night to void. Patient said that this started gradually and has become worse where it happens every night now. Patient said that she has gradually increased the setting to 1.9 however thought she was told not to go above that. Patient's appointment was changed to (B)(6). Patient asked if she should increase setting or wait until her appointment. Patient said that she was also told to make she stays hydrated and told to drink more so patient said that she always has a bottle in her hand. Patient said that she tries to stop drinking after 7 pm. Patient said that she used to drink a lot of diet coke however now drinks the sparkling water and regular water. Patient was redirected to hcp to discuss food and fluid intake. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they tried to increase stimulation and felt a jolt of electricity. They had an x-ray done and the doctor did not like the placement of the leads. They had a replacement surgery on 2020.